Event description:
On (B)(6) 2013, the distributer contacted animas stating on (B)(6) 2013, the pump stopped without alarming. The issue reportedly occurred twice. The patient reportedly replaced the battery the first time the issue occurred and the pump was working. It was noted that the second time the issue occurred, the patient was unable to indicate when the issue occurred. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).